Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant was not performing as intended and appeared to be coming apart in-situ. A new implant was used that with no issue and there was no patient harm or procedural delay.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The device was not returned and no photos were provided, so an evaluation is unable to be performed. A review of the DHR was conducted and found no indications of manufacturing issues. This event likely cannot be attributed to manufacturing or design related issues. The complaint is unrefuted for mobi-c implant for the failure of disassembly. This device is used for treatment. The investigation findings do not lead to a clear conclusion about the cause of the reported event. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant was not performing as intended and appeared to be coming apart in-situ. A new implant was used that with no issue and there was no patient harm or procedural delay.